Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found experiencing clotting issues during use. The following has been provided by the initial reporter: the phlebotomy supervisor states that they mix the tubes 8 times upon drawing and she has reinformed the staff of this. She thinks the problem tubes are coming from 2 opd stations. She transferred me to hematology and he states that the platelet clumping is happening in both in and opd draws. They are verifying the platelet clumps by slide. They run on a sysmex (B)(4). Specimens are not refrigerated or rocked before analysis and he states that most analysis happens within 30 minutes of collection. He states the rate of platelet clumping is between 5-10% of daily run. Material no. 367856, batch no. 9184921 and unknown. It was reported that tubes have been "platelet clumping" customer states over the last week and a half or so, tubes have been platelet clumping. She states no erroneous results, patients are just called back for redraw. Complaint 2 of 2.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for platelet clumping with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184921. Medical device expiration date: 2020-11-30. Device manufacture date: 2019-07-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube has been found experiencing clotting issues during use. The following has been provided by the initial reporter: the phlebotomy supervisor states that they mix the tubes 8 times upon drawing and she has reinformed the staff of this. She thinks the problem tubes are coming from 2 opd stations. She transferred me to hematology and he states that the platelet clumping is happening in both in and opd draws. They are verifying the platelet clumps by slide. They run on a sysmex sn (B)(4). Specimens are not refrigerated or rocked before analysis and he states that most analysis happens within 30 minutes of collection. He states the rate of platelet clumping is between 5-10% of daily run. Material no. 367856 batch no. 9184921 and unknown. It was reported that tubes have been "platelet clumping". Customer states over the last week and a half or so, tubes have been platelet clumping. She states no erroneous results, patients are just called back for redraw. Complaint 2 of 2.